Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer (fse) found the station offline and not communicating with the server. The machine was inspected, and the station was verified to be configured with static ip network settings per the hospital information technology (it) department. Collaboration with the it department revealed that the third-floor network switch was not functioning properly. It coordinated a reset of the network switch, after which the station successfully communicated and synchronized with the server without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating, and remote smart service (rss) was showing as offline. The device was not on the domain, and an error message stated that a connection to the target specified in the context could not be made. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.